Manufacturer narrative:
The patient states that when her bg was in the upper 400 range she removed the vgo device but did not apply a new vgo as she decided to go to the emergency room due to "breathing issues". Patient has asthma and was having "breathing issues" along with the hyperglycemia.

Event description:
The patient reported that she experienced a blood sugar level of 538 this morning. The patient stated she is on steroids and her normal blood sugars readings are between 100-150. The patient stated she went to the ER for her blood sugar level. The patient stated she went to (B)(6). Patient later reported that she went to the ER for "breathing issues" due to asthma. The emergency room hcp ordered breathing treatments x 2 and gave the patient IV fluids to help lower the blood sugar.